Event description:
It was reported that the customer had a cracked display on the insulin pump. The customer blood glucose level was unknown. Customer states the insulin pump has been dropped a few times. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. However, slightly loose drive support disk and cracked case at display window corners, reservoir tube and battery tube threads. Also the insulin pump had minor scratched display window and a missing end cap sticker.